Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 7 cm in diameter and the common femoral superficial femoral, profunda femoral arteries were severely calcified. It was reported that the selected aneurx delivery system would not be appropriate due to the vessel calcification; therefore, the common iliac artery stenosis was pre-dilated with a 10 x 40 balloon then the aneurx stent graft was advanced to the infrarenal aortic position. The right internal iliac artery was previously occluded pre-operatively and the right external iliac artery was diseased. The left internal iliac artery was patent but there was 75% stenosis at its proximal portion. The aneurx stent grafts were deployed and dilated with 10 x 40 balloons. The patient's blood pressure dropped but was successfully stabilized. A retrograde arteriogram on the right side was performed and there was extravasation which the physician believes was from the area of the external iliac artery at the site of the dilatation. A right external iliac self-expanding stent 10 x 40 had been placed across that area of the external iliac artery where there was occlusive disease and it was at that site that the extravasation occurred. A covered stent graft 10 x 60 was placed across the area of the previously placed self expanding stent and extended to the level of the distal portion of the aneurx limb. There was good patency and no endoleak. An arteriogram demonstrated an area of endoleak probably at the left junction area and posteriorly. The compliant balloon was used to re-expand this area and a follow-up aortogram demonstrated no significant endoleak at that time. No additional clinical sequelae were reported and the patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Evaluation: results: endoleak, arterial trauma/dissection/perforation. Severely calcified arteries. - required secondary intervention.